Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer reported a blood glucose (bg) level of 266 mg/dl, and indicated manual injections would be obtained to address bg level.